Manufacturer narrative:
Analysis summary: during its original inspection and testing the programmer froze while interrogating an implantable heart device though subsequent testing and analysis did not reproduce the issue. However the hard drive was reconfigured and the software reloaded. It was further noted that the hard drive health was at less than 100% and it was therefore replaced and reimaged as a preventive measure. The programmer passed its final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was returned for inspection and subsequently tested out specification during manufacturer's analysis. (It froze while attempting to interrogate an implantable heart device). There was no patient involvement.